Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the blurred image was confirmed through evaluation and was likely due to fluid invasion, a definitive root cause of the intermittent green image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU).

Event description:
The customer reported the image intermittently changes to a green screen on the deflectable videoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a blurred image occurred due to damage on ccd (charged coupled device) unit. The report is being submitted due to the defects found during evaluation.